Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the event appears related to procedural factors (loss of pacing capture). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during post-dilation of a 26mm sapien xt valve, the valve embolized into the aorta. As reported, the valve was implanted in the correct position with 1cc less (21cc) of volume. An echocardiogram and angiogram were performed and showed moderate leak paravalvular (pvl). Post dilatation with 1cc more (22cc) of volume was performed. The pvl was present. Another post dilation was performed, during this post dilation, there was a loss of pacing capture. It was discovered that the valve embolized into the aorta. An echocardiogram and angiogram revealed severe aortic insufficiency. A decision was made to deploy a second 26mm valve. The second valve was implanted and the patient¿s hemodynamics were better. The patient recovered and was stable. The native leaflets were moderately calcified.

Manufacturer narrative:
Further information indicated that the embolized valve was above the aortic ring and the coronaries were unobstructed.

Manufacturer narrative:
Pre-procedural CT and procedural cine images were submitted for review. The following observations and impression were made by an edwards physician proctor. Pre-op CT: artifacts, poor quality images, images taken in diastole, valve area measured (in diastole) is 520 cm2 (3mensio report), stj 31 mm. Procedural cine: porcelain aorta, calcified lvot, calcified leaflets with bulky calcification on lcc, no image of bav, valve across annulus, nice slow inflation, valve not fully expanded, approximately 50:50 (a/v), severe pvl seen, post dilation x2, not effective, 3rd post dilatation; loss of capture seen and valve jumps (migrates) more aortic (100:0), viv done well, 2nd valve not fully expanded, post dilatation expands 2nd valve more but not fully, pvl reduced to moderate. Impression/recommendations: bulky calcified leaflets in severe aortic stenosis. Annulus borderline 26/29 valve from measurements in diastole. (Diastole can be 5-10% smaller than systole). After first valve implant, severe pvl was seen in the location of bulky calcifications. The valve appears small for annulus and is not full expanded (based on the angle of the stent struts). Post dilatation x2 not effective as volume in balloon does not expanded valve struts further. 3rd post dilatation, loss of pacing capture seen and valve jumps (migrates) more aortic ending at the level of stj. The 2nd 26 mm xt implanted 30% inferior to the first valve. Post dilatation does not expand 2nd valve fully. Pvl reduced to moderate. Pre-op CT images are poor quality with artifact. Images measured on CT in diastole (systole measurements not provided). Valve area measures 520 mm. If the area is 520 mm in diastole, the area is normally larger in systole. 520 mm2 is borderline measure between 26 and 29 valve. When implanting xt in borderline area, it is recommended to do bav. Per the instructions for use, valve malposition and migration requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural (volume in balloon and loss of pacing) and patient factors (bulky calcified leaflets) contributed to the malposition and the migration of the valve during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.